Event description:
It was reported that the tip of the inserter malformed. Patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
A visual examination confirmed the reported event. The instrument was determined to be out of specification and was included in a previous recall action. The underlying root cause is incorrect manufacturing of the instrument. This report is 1 of 2 mdrs filed for the same event (also see 0002242816-2013-00098 / 00099.